Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and after one partial recapture it was successfully implanted in the patient. There were no complications that occurred during the procedure. At the end of the procedure, it was noted that the patient had a 4mm pericardial effusion. The patient was not experiencing any hemodynamic instability. There was no intervention or treatment needed, the patient was monitored for 10 minutes with no further consequences. The patient was stable and discharged from the hospital the next day.